Event description:
It was reported that the patient presented in clinic for a device check. One episode of noise was noted on the device. No intervention was performed. The patient was asymptomatic throughout the event.